Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the centrimag blood pump and the reported events could not be conclusively established through this evaluation. It was reported that the patient was on continuous renal replacement therapy. The patient experienced renal dysfunction and fluid overload prior to the centrimag. The centrimag blood pump was not returned for evaluation. The centrimag vad instructions for use (IFU) (rev. C) lists renal dysfunction as an adverse event that may be associated with the use of the centrimag circulatory support system. This IFU also provides the following warnings and cautions: IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: a backup centrimag pump, console, motor and accessories should be available for use. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that cable connections were checked. Pressure cables were inspected for damage. Ultimately, the transducers were replaced and pressure monitoring continued. The patient was experiencing renal disfunction and fluid overload previous to centrimag use.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that centrimag was operating normally measuring pre and post pressure off of amg. The customer imitated continuous renal replacement therapy (crrt) drawing from the post and returning to the pre. They said pressures ran normally first day then went to negative 1 on both. Healthcare team tried re-zeroing pressure transducers. Plan was going to continue troubleshooting and maybe change pressure transducers. If all else failed, they would be going to continue running crrt without pressures.